Event description:
It was reported to the MFR that a brand new model 104 generator was interrogated in the operating room while in the sterile package and the end of service projection showed 1.5 years. The generator was found to be set to factory settings as shipped and was at room temperature. The generator was not used at surgery. Review of the device mfg records showed that the generator met all acceptance criteria for final electrical testing, postburn testing, and pretemp testing prior to distribution. Interrogation results during mfg showed eos = 10 years.

Manufacturer narrative:
Device mfg records were reviewed. Results - review of mfg records confirmed that generator met all acceptance criteria and passed inspection prior to distribution.